Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure a faradrive sheath was selected for use. During procedure, the catheter could not be flushed through its flushing sheath. The catheter's flushing sheath was clogged. The catheter was replaced and the procedure was completed without patient complications. Although the catheter's information was initially reported, the rep later reported it was an issue with the faradrive.

Manufacturer narrative:
Investigation summary: it was indicated that the device was disposed; therefore, a technical analysis of the complaint device could not be completed. Device history review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the faradrive's risk documentation was completed and confirmed that the event of irrigation issues was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of unable to exclude device problem as the cause of the reported issue cannot be established due to lack of evidence.

Event description:
It was reported that during a pulmonary vein isolation procedure a faradrive was selected for use. During procedure, the sheath could not be flushed. The sheath's flushing sheath was clogged. The sheath was replaced and the procedure was completed without patient complications. The sheath will not be returned for analysis per the facility.

Event description:
It was reported that during a pulmonary vein isolation procedure a farawave was selected for use. During procedure, the catheter could not be flushed through its flushing sheath. The catheter's flushing sheath was clogged. The catheter was replaced and the procedure was completed without patient complications.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.